Event description:
Pt [patient] received the g-tube [gastric tube] on [date redacted]. They called on-call on [date redacted] - the following day to let us know the balloon had blown resulting in needing a new one. On [date redacted] - approximately two weeks after the first tube was inserted, the parent called to let us know that the other tube had now blown, from the same lot.